Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure sometime in (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The patient was discharged from the hospital the same day after a "successful mynx deployment". Post procedure (after unknown days) the patient presented to a different hospital with access site pain. A psa (pseudoaneurysm) was discovered which required surgical intervention. The patient then experienced 3 pulmonary embolisms post psa which were repaired resulting in a prolonged hospital stay. The patient was reported to be "fine and healthy". No further information is available at this time.